Event description:
Genito-urinary irrigation not infusing. Irrigation unable to be instilled - foleys would block. When looking at the inner catheter, the hole was very small, almost looked like it was stenosed. This happened after only one to three days in each of nine cases over a one month period. Two samples have been retained.